Event description:
The customer received blood glucose readings of 87, 354 and 207mg/dl from the contour next using different bottles of test strips. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The call ended before further information was obtained. Product was not expected to be returned and was not replaced.